Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic, and upon interrogation; seven hundred and twenty-three noise episodes were noted. Physician elected not to perform intervention with the lead, since the patient was not dependent on the pacemaker and the episodes were short. Patient was stable and will continue to be monitored.